Manufacturer narrative:
Upon reassessment, the 30 psi occlusion test failure was introduced following servicing. The event has been determined to be non-reportable. Our evaluation concluded that the event did not pose a risk to the health of patients, users, or bystanders. Furthermore, the report did not allege a serious injury or death, nor would a recurrence of the reported issue be expected to cause or contribute to a serious injury or death and would not cause or contribute to a serious injury or death if the reported issue recurred. Reference to complaint # (B)(4).

Event description:
Intuvie received a report indicating that during routine preventive maintenance (pm) testing at right way medical, the device was experiencing a motor issue. The pump was subsequently returned to intuvie for evaluation. During device evaluation, the infusion pump failed the 30 psi occlusion pressure test, recording a pressure of 20.500 psi, which is outside the acceptable range of 22 to 38 psi. A review of the device serial number history did not identify any similar complaints. The failure mode was confirmed, and the probable cause was determined to be a component issue. The pressure sensor was replaced, which successfully resolved the issue. CAPA-15 was initiated to investigate the root cause for this failure mode. No patient involvement was reported.

Manufacturer narrative:
Intuvie received a report indicating that during routine preventive maintenance (pm) testing at right way medical, the device was experiencing a motor issue. The pump was subsequently returned to intuvie for evaluation. During device evaluation, the infusion pump failed the 30 psi occlusion pressure test, recording a pressure of 20.500 psi, which is outside the acceptable range of 22 to 38 psi. A review of the device serial number history did not identify any similar complaints. The failure mode was confirmed, and the probable cause was determined to be a component issue. The pressure sensor was replaced, which successfully resolved the issue. CAPA-15 was initiated to investigate the root cause for this failure mode. Reference to complaint#: (B)(4).